Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted (B)(6) 2016. (B)(4). Heather miger. (B)(6). (B)(4).

Event description:
It was reported that the atrial lead had inconsistent capture at high output and was not sensing p-waves at all. During the lead replacement, multiple spots in the atrium were tested before finding an acceptable spot where sensing and pacing were appropriate. The lead was capped and replaced. It was suspected that atrial scarring may have been the cause for the lead malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.